Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: broken device, around 0-25% of the shell is missing, underweight, flat creases. A microscopic analysis was performed which identified: broken shell with sharp edge on patch bond edge assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified (tear) opening. Missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported rupture on lefty side. The device has been explanted.